Manufacturer narrative:
(B)(4). Concomitant medical products: oxford cementless tibia d rm catalog #: us166577 lot #: 3050482 and oxf anat brg rt md size 4 PMA catalog #: 159576 lot #: 948700. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a right partial knee arthroplasty. Subsequently, the patient experienced crepitus approximately six months post-implantation. No revision procedure has been reported to date.